Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a clinician attached the pump module to pcu on its right side and the module did not light up or appear to have turned on. So the clinician connected the module on the left of pcu. At 1449, oxytocin was started at 2 milliunits. Oxytocin bag's total volume was 500ml and the concentration was 30 units in 500ml. At 1455, the clinician was having difficulty obtaining the fetal heart tones and may have sounded "bradycardic." The clinician then called for assistance and another nurse arrived. The clinicians turned the patient to the left side, then right, then high fowlers, and then back to left side, all while attempting to find fetal heart tones. There was a brief period in which the fetus appeared to have recovered to "150s", but the deceleration continued. Between 1455-1500, additional staff and the physician were called to bedside. At 1504, the nurse started a bolus of oxytocin, instead of lactated ringers; however, it was noted that the pump did not give a "safety parameter warning." Oxytocin was intended to be infused at a titrated rate and the current dose was 2 milliunits/min. At 1504-1506, the physician arrived to rupture the amniotic sac and place fetal scalp electrode (fse). The clinician then realized that oxytocin was "bolusing" instead of lactated ringers. The clinician then moved quickly to stop oxytocin by turning off the pump, pulled the lactated ringers out of the pump, and run lactated ringers wide open. It was reported that around 10-20ml was inadvertently infused over less than 5 minutes. At 1506, terbutaline was given intramuscularly. The patient was then placed in a knee-chest position. At 1511 the physician called for cesarean section. At 1512, fetal heart rate deceleration began to resolve, and cesarean section was cancelled. At 1516, the fetal heart rate deceleration has completely resolved and fetal heart tones were steady in the 180s with intermittent variable decelerations.

Event description:
It was reported that a clinician attached the pump module to pcu on its right side and the module did not light up or appear to have turned on. So the clinician connected the module on the left of pcu. At 1449, oxytocin was started at 2 milliunits. Oxytocin bag's total volume was 500ml and the concentration was 30 units in 500ml. At 1455, the clinician was having difficulty obtaining the fetal heart tones and may have sounded "bradycardic." The clinician then called for assistance and another nurse arrived. The clinicians turned the patient to the left side, then right, then high fowlers, and then back to left side, all while attempting to find fetal heart tones. There was a brief period in which the fetus appeared to have recovered to "150s", but the deceleration continued. Between 1455-1500, additional staff and the physician were called to bedside. At 1504, the nurse started a bolus of oxytocin, instead of lactated ringers; however, it was noted that the pump did not give a "safety parameter warning." Oxytocin was intended to be infused at a titrated rate and the current dose was 2 milliunits/min. At 1504-1506, the physician arrived to rupture the amniotic sac and place fetal scalp electrode (fse). The clinician then realized that oxytocin was "bolusing" instead of lactated ringers. The clinician then moved quickly to stop oxytocin by turning off the pump, pulled the lactated ringers out of the pump, and run lactated ringers wide open. It was reported that around 10-20ml was inadvertently infused over less than 5 minutes. At 1506, terbutaline was given intramuscularly. The patient was then placed in a knee-chest position. At 1511 the physician called for cesarean section. At 1512, fetal heart rate deceleration began to resolve, and cesarean section was cancelled. At 1516, the fetal heart rate deceleration has completely resolved and fetal heart tones were steady in the 180s with intermittent variable decelerations.